Manufacturer narrative:
Section a1: patient identifier corrected. Section b3: date of event corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow events; however, a specific cause for these events could not be conclusively determined though this evaluation. The submitted controller event log file contained events from 04nov2024 ¿ 07nov2024, per the timestamps. The file captured a single transient low flow hazard alarm on (B)(6) 2024, as well as two transient low flow hazard alarms on (B)(6) 2024. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. Although the account indicated that pressing on the patient's chest may have been the cause of the low flow alarm on (B)(6) 2024, this cannot be conclusively determined through this evaluation. It was communicated that the managing hospital will not provide any additional information. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. Section 1 of this IFU, ¿introduction¿, provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2024, during the care of the driveline of this patient, the patient's chest was pressed and the pump flow decreased, which caused a low flow alarm. This patient was asymptomatic. Log files captured a few low flow events on 04nov2024 at 10:08 and also 07nov2024 at 10:16 and 10:18.